Event description:
It was reported to boston scientific corporation that a radial jaw 4 single capacity forceps device was used during a colonoscopy procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the forceps device did not take a clean bite and tore the tissue. A bleed, which developed at the biopsy site, was treated and slowed by injecting medicine into the area. After the injection, the case was complete; however, the physician, concerned with the bleed, had the patient admitted to the hospital for observation. Reportedly, a follow-up colonoscopy was performed which confirmed that the bleeding had stopped, and then the patient was discharged. The results of the colonoscopy were noted to be normal. The patient was discharged after being hospitalized approximately 48 hours. On (B)(6) 2012 the patient's condition was reported as being fine.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single capacity forceps device was used during a colonoscopy procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the forceps device did not take a clean bite and tore the tissue. A bleed, which developed at the biopsy site, was treated and slowed by injecting medicine into the area. After the injection, the case was complete; however, the physician, concerned with the bleed, had the patient admitted to the hospital for observation. Reportedly, a follow-up colonoscopy was performed which confirmed that the bleeding had stopped, and then the patient was discharged. The results of the colonoscopy were noted to be normal. The patient was discharged after being hospitalized approximately 48 hours. On (B)(6) 2012 the patient's condition was reported as being fine.

Manufacturer narrative:
A visual examination of the returned device found no abnormalities and the device was within specifications. No abnormalities were noted with the device riveting and welding. Functional and dimensional testing was performed and the device was within specifications. A labeling review was performed and no anomaly was found. The condition of the returned device showed no evidence of abnormalities and the device was within specifications. No defect was found which could have contributed to the event. A review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.